Event description:
The user went to the clinic to perform in situ measurements following a head trauma and it was noted a huge redness over the implant site. After about one week from the trauma with skin flap infection, these reportedly lead to device extrusion through the skin. The device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic to perform in situ measurements following a head trauma. After about one week from the trauma with skin flap infection, these reportedly lead to device extrusion through the skin. It was decided to immediately explant the device. As per the parents, there are no plans to reimplant the user. As per device explant report information, trauma had led to infection and skin breakdown and device exposure.

Manufacturer narrative:
Conclusion: according to the received information, a skin breakdown has been observed following a trauma at the implant site, leading to infection. Therefore it was decided to explant the device immediately. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. During device investigation damage the active electrode caused by device minute mobility leading to fatigue wire breakages was found, which can be attributed to the event since the device was found dislocated during explantation surgery likely.this is a final report.